Event description:
Additional information received reported that the floating free catheter in patient's spinal fluid could cause a stroke if it goes to his brain. Additional information received from a different source reported that the surgery "went well." The catheter was replaced and an extra-long tunneling rod was used. There were no issues and the patient was "doing well." The pump was being used to deliver hydromorphone.

Event description:
It was reported: a catheter was left floating in the spine. A new catheter had to be put in and the health care provider left the old one floating in the patient's spinal fluid and never connected the old one, so it did not float free. It was reported the patient's "pain doctor now knows what he is doing and just put a new pump in and a new catheter the way they should be done." The type of medication being administered via the pump was not reported. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_, cath, lot# serial# unknown, product type: catheter. (B)(4).